Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Visual observation noted an anomaly in the outer coil approximately19 centimeters (cm) from the is-1 terminal pin. Electrical testing verified the lead was not electrically continuous; and an x-ray of the lead confirmed a fracture of the outer conductor coil approximately 19 cm from the terminal pin. Laboratory analysis noted that this location was in the approximate region of the suture sleeve. The suture sleeve was examined and no cuts were noted. Neither the inner nor the outer insulation of this lead exhibited damage indicative of clavicular/first-rib entrapment. It was concluded the fracture was a result of cyclic fatigue. This fracture is the mostly likely root cause of the observed decreased p wave measurements, fluctuating impedance measurements, loss of capture, noise, and oversensing.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited decreased p-wave measurements, loss of capture (loc), noise and oversensing. The noise was felt to be consistent with oversensing of the minute ventilation (mv) signal. The patient experienced dizziness and lightheadedness and also reported pain around the implant site. Additionally, a farfield signal was observed on the ra channel and ra pacing impedance measurements were noted to fluctuate between 600 and 3,000 ohms. The lead configuration was reprogrammed to unipolar pacing and sensing and pacing impedance measurements were noted to be stable at 460 ohms, however, the patient experienced pocket stimulation. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The ra lead was tested on a psa and also noted high out of range pacing impedance measurements. A lead fracture was suspected. The ra lead was explanted and replaced and the pacemaker remains implanted and in service. No adverse patient effects were reported.